Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. His blood glucose level was 98 mg/dl but his sensor glucose reading was 45 mg/dl. The insulin pump went into threshold suspend. The customer received a calibration error and a large difference between the sensor and blood glucose reading. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.